Event description:
It was reported that a folfusor sv only infused half of the solution over a seven day infusion. The patient received a new treatment on another folfusor with no incident. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample and seven companion samples were available at the plant for evaluation. No defect was observed during visual inspection. During functional flow rate test, the under infusion was observed only in the actual sample. The companion samples were working within specification. The reported condition was confirmed for actual sample. The assignable cause of the reported condition is due to air bubbles and drug precipitation inside the glass capillary lumen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.